Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur, and the customer was advised to continue using the pump.